Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed due to far-field r-wave oversensing. The device was reprogrammed and the patient was stable after the event.